Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve ¿had difficulty flushing¿ when used in conjunction with a 20 gauge non-baxter IV catheter. The issue occurred approximately ¿10-20 times¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.